Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation as the device was discarded after the event occurred. A lot history review (lhr) of regn4154 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was inserted on (B)(6) 2022. Patient was reviewed on (B)(6) 2022 and leakage from the insertion site was noted during flushing. PICC was removed on (B)(6) 2022 and new catheter inserted on (B)(6) 2022. On removal a hole was noted in PICC 5-10cm from insertion site (inside the vein). Patient was distressed by the event and the inconvenience of re-attending. Device discarded when removed."